Manufacturer narrative:
A review of tickets found no other complaints for lot 00218l000 for the complaint issue. However, a trend for list number 8k25 was identified for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 00218l000 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 00218l000 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ipth reagent, lot 00218l000.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. This report is being filed on an international product, list number 8k25-20 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer reported falsely elevated architect ipth results on one patient. The results provided were: on (B)(6) 2020, (B)(6), initial = >3000pg/ml / on (B)(6) 2020 retest neat = >3000 / 1:10 dilution = 2687.3 and 3750.5pg/ml. The physician stated the patient has had a parathyroidectomy and the results are too high. There was no reported impact to patient management.